Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have been hospitalized with blood glucose of 600+ mg/dl. Customer was hospitalized for diabetic ketoacidosis. The customer had seizure and high readings prior to hospitalization. Customer was treated with insulin drip. Troubleshooting was performed and it was found that the pump was exposed to water. The insulin pump was returned for analysis.